Event description:
It was reported the patient was experiencing ineffective stimulation with the drg system. Surgical intervention took place wherein the ipg was explanted, and the leads were cut and left implanted (manufacturer report number 1627487-2024-10443, 1627487-2024-10444).

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.